Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During troubleshooting with technical support, the peritoneal dialysis patient contact observed moisture/solution inside the liberty select cassette door. It is unknown if there was any alarms. The patient was advised to cancel treatment with the cycler. The patient indicated that treatment will be completed with continuous ambulatory peritoneal dialysis. Patient was advised to contact the clinic nurse. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.